Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included vaginitis, vulvovaginitis, dysfunctional uterine bleeding, irregular menstrual cycle, incontinence, hyperlipidemia, breast reduction, maxillofacial operation, vaginal bleeding, urinary incontinence, arthritis, sinusitis, uterine leiomyoma and ovarian cyst. Previously administered products included for an unreported indication: yasmin 28. Concurrent conditions included hyperprolactinemia, hypothyroidism, anemia, pneumonia bacterial, chronic fatigue syndrome, palpitations, headache, anemia, pure hypercholesterolemia, prolactinoma, eczema, constipation, urinary frequency, hyperprolactinemia, abdominal pain, vaginal discharge, chest pain, mitral regurgitation, weight loss, attention deficit disorder of childhood without mention of hyperactivity, depression, concentration impairment, leukorrhea, vulvovaginitis and overweight. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo) from january 2005 to may 2006 for contraception as well as drospirenone;ethinylestradiol (yasmin 28), iron, nsaids since (B)(6) 2006, paracetamol (acetaminophen) since I(B)(6) 2006 and tolterodine l-tartrate (detrol). On (B)(6) -2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish, anxiety"), pruritus ("skin itching"), vaginal discharge ("vaginal discharge"), pelvic prolapse ("pelvic prolapse."), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems") and urinary tract disorder ("bladder or urinary problems or changes"), underwent culdoplasty ("mccall culdopasty") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), hypothyroidism ("hypothyroidism"), abdominal pain ("abdominal pain"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complications"). The patient was treated with azithromycin (zithromax), cabergoline, levothyroxine sodium (synthroid) and surgery (supracervical hysterectomy (uterus only), unilateral salpingectomy). Essure was removed on (B)(6)-2009. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, headache, vaginal discharge, abdominal pain and vulvovaginal candidiasis had resolved and the hypothyroidism, vaginal infection, migraine, depression, anxiety, pruritus, culdoplasty, weight increased, pelvic prolapse, urinary tract infection, bladder disorder, urinary tract disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, culdoplasty, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypothyroidism, menorrhagia, migraine, pelvic pain, pelvic prolapse, post procedural complication, pruritus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: previously hsg was reported as per current follow up patient did not undergone for hsg test she had been treated for pain, bleediong and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on an unknown date: uterus and right fallopian tube, hysterectomy and right salpingectomy: ¿ serosa: endosalpingiosis. ¿ cervix: nabothian cyst. ¿ endometrium: proliferative phase. ¿ myometrium: no diagnostic abnormalities. ¿ right fallopian tube: paratubal cyst. No diagnostic abnormalities of fallopian tube segment. Concerning the injuries reported in this case the following events were confirmed via patients medical records : pelvic prolapse,pelvic pain,fatigue,weight gain,urinary tract infection,vaginitis,dysmenorrhea. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Event abdominal pain, candidal vaginosis, post removal complications added. Event outcome for pain, bleeding, bladder/urinary changed to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included vaginitis, vulvovaginitis, dysfunctional uterine bleeding, irregular menstrual cycle, incontinence, hyperlipidemia, breast reduction, maxillofacial operation, vaginal bleeding, urinary incontinence, arthritis, sinusitis, uterine leiomyoma and ovarian cyst. Previously administered products included for an unreported indication: yasmin 28. Concurrent conditions included hyperprolactinemia, hypothyroidism, anemia, pneumonia bacterial, chronic fatigue syndrome, palpitations, headache, anemia, pure hypercholesterolemia, prolactinoma, eczema, constipation, urinary frequency, hyperprolactinemia, abdominal pain, vaginal discharge, chest pain, mitral regurgitation, weight loss, attention deficit disorder of childhood without mention of hyperactivity, depression, concentration impairment, leukorrhea, vulvovaginitis and overweight. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo) from (B)(6) 2005 to (B)(6) 2006 for contraception as well as drospirenone;ethinylestradiol (yasmin 28), iron, nsaids since (B)(6) 2006, paracetamol (acetaminophen) since (B)(6) 2006 and tolterodine l-tartrate (detrol). On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish, anxiety"), pruritus ("skin itching"), vaginal discharge ("vaginal discharge"), pelvic prolapse ("pelvic prolapse."), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems") and urinary tract disorder ("bladder or urinary problems or changes"), underwent culdoplasty ("mccall culdopasty") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), hypothyroidism ("hypothyroidism"), abdominal pain ("abdominal pain"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complications"). The patient was treated with azithromycin (zithromax), cabergoline, levothyroxine sodium (synthroid) and surgery (supracervical hysterectomy (uterus only), unilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, headache, vaginal discharge, bladder disorder, urinary tract disorder, abdominal pain and vulvovaginal candidiasis had resolved and the hypothyroidism, vaginal infection, migraine, depression, anxiety, pruritus, culdoplasty, weight increased, pelvic prolapse, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, culdoplasty, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypothyroidism, menorrhagia, migraine, pelvic pain, pelvic prolapse, post procedural complication, pruritus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: previously hsg was reported as per current follow up patient did not undergone for hsg test she had been treated for pain, bleeding and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Pathology test - on an unknown date: uterus and right fallopian tube, hysterectomy and right salpingectomy: serosa: endosalpingiosis. Cervix: nabothian cyst. Endometrium: proliferative phase. Myometrium: no diagnostic abnormalities. Right fallopian tube: paratubal cyst. No diagnostic abnormalities of fallopian tube segment. Concerning the injuries reported in this case the following events were confirmed via patients medical records : pelvic prolapse,pelvic pain,fatigue,weight gain,urinary tract infection,vaginitis,dysmenorrhea. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of event bladder/urinary problems was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included vaginitis, vulvovaginitis, dysfunctional uterine bleeding, irregular menstrual cycle, incontinence, hyperlipidemia, breast reduction, maxillofacial operation, vaginal bleeding, urinary incontinence, arthritis, sinusitis, uterine leiomyoma and ovarian cyst. Previously administered products included for an unreported indication: yasmin 28. Concurrent conditions included hyperprolactinemia, hypothyroidism, anemia, pneumonia bacterial, chronic fatigue syndrome, palpitations, headache, anemia, pure hypercholesterolemia, prolactinoma, eczema, constipation, urinary frequency, hyperprolactinemia, abdominal pain, vaginal discharge, chest pain, mitral regurgitation, weight loss, attention deficit disorder of childhood without mention of hyperactivity, depression, concentration impairment, leukorrhea, vulvovaginitis and overweight. Concomitant products included iron and tolterodine l-tartrate (detrol). On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish"), pruritus ("skin itching"), vaginal discharge ("vaginal discharge"), pelvic prolapse ("pelvic prolapse."), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems") and urinary tract disorder ("bladder or urinary problems or changes"), underwent culdoplasty ("mccall culdopasty") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and hypothyroidism ("hypothyroidism"). The patient was treated with azithromycin (zithromax), cabergoline, levothyroxine sodium (synthroid) and surgery (supracervical hysterectomy (uterus only), unilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the hypothyroidism, dysmenorrhoea, dyspareunia, fatigue, vaginal infection, migraine, headache, depression, anxiety, pruritus, culdoplasty, vaginal discharge, weight increased, pelvic prolapse, urinary tract infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered anxiety, bladder disorder, culdoplasty, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypothyroidism, menorrhagia, migraine, pelvic pain, pelvic prolapse, pruritus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: previously hsg was reported as per current follow up patient did not undergone for hsg test diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on an unknown date: uterus and right fallopian tube, hysterectomy and right salpingectomy: serosa: endosalpingiosis. Cervix: nabothian cyst. Endometrium: proliferative phase. Myometrium: no diagnostic abnormalities. Right fallopian tube: paratubal cyst. No diagnostic abnormalities of fallopian tube segment. Concerning the injuries reported in this case the following events were confirmed via patients medical records : pelvic prolapse,pelvic pain,fatigue,weight gain,urinary tract infection,vaginitis,dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter's information was added. Updated outcome of event abnormal bleeding(vaginal. Menorrhagia) from unknown to recovered/resolved. Updated event onset date. Concomitant condition was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included vaginitis, vulvovaginitis, dysfunctional uterine bleeding, irregular menstrual cycle, incontinence, hyperlipidemia, breast reduction, maxillofacial operation, vaginal bleeding, urinary incontinence, arthritis, sinusitis, uterine leiomyoma and ovarian cyst. Previously administered products included for an unreported indication: yasmin 28. Concurrent conditions included hyperprolactinemia, hypothyroidism, anemia, pneumonia bacterial, chronic fatigue syndrome, palpitations, headache, anemia, pure hypercholesterolemia, prolactinoma, eczema, constipation, urinary frequency, hyperprolactinemia, abdominal pain, vaginal discharge, chest pain, mitral regurgitation, weight loss, attention deficit disorder of childhood without mention of hyperactivity, depression, concentration impairment, leukorrhea and vulvovaginitis. Concomitant products included iron and tolterodine l-tartrate (detrol). On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish"), pruritus ("skin itching"), vaginal discharge ("vaginal discharge"), pelvic prolapse ("pelvic prolapse."), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems") and urinary tract disorder ("bladder or urinary problems or changes"), underwent culdoplasty ("mccall culdoplasty") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and hypothyroidism ("hypothyroidism"). The patient was treated with azithromycin (zithromax), cabergoline, levothyroxine sodium (synthroid) and surgery (hysterectomy(partial),salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, hypothyroidism, dysmenorrhoea, dyspareunia, fatigue, vaginal infection, migraine, headache, depression, anxiety, pruritus, culdoplasty, vaginal discharge, weight increased, pelvic prolapse, urinary tract infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered anxiety, bladder disorder, culdoplasty, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypothyroidism, menorrhagia, migraine, pelvic pain, pelvic prolapse, pruritus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: previously hsg was reported as per current follow up patient did not undergone for hsg test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on an unknown date: uterus and right fallopian tube, hysterectomy and right salpingectomy: serosa: endosalpingiosis. Cervix: nabothian cyst. Endometrium: proliferative phase. Myometrium: no diagnostic abnormalities. Right fallopian tube: paratubal cyst. No diagnostic abnormalities of fallopian tube segment. Concerning the injuries reported in this case the following events were confirmed via patients medical records: pelvic prolapse, pelvic pain, fatigue, weight gain, urinary tract infection, vaginitis, dysmenorrhea. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs and mr received :previously reported event "medical device complication" was deleted and was updated to "pelvic pain" this case was updated from other event to incident. Following events were added: abnormal bleeding (vaginal, menorrhagia), hypothyroidism, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, vaginal infection, migraines, headaches, depression, mental anguish, skin itching, mccall culdoplasty, vaginal discharge, weight gain, pelvic prolapse, pelvic pain, plaintiff did not undergo essure confirmation test, bladder problems, medical history and concomitant conditions added. Concomitant products and historical drugs added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.